Manufacturer narrative:
The device involved in the incident was not returned. Photographs provided confirm a hole in the blue extension but are not sufficient to determine what may have caused it. A record review was performed by the contracted manufacturer. The record review confirmed the device was manufactured according to specification. Without an evaluation of the device a root cause cannot be determined.

Event description:
When initiating hemodialysis, bubble-like blood was noted in the venous extension when the heparin is aspirated. Liquid leaks can also be seen by pressing with a saline syringe. Photographs provided confirm a hole in the blue extension.